Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pace impedance measurements at implant. The lead was explanted and a new lead was successfully implanted. Additional information received indicates that the high, out of range measurements and loss of capture were thought to be due to initial lead placement being too close to the heart valve. The lead was observed with fluoroscopy and no anomalies were found prior to explant. No adverse patient effects were reported. The device remains in service.